Event description:
The customer reported image quality issues related to the left monitor. The issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was evaluated an replaced. The system was tested and found to be working as intended and returned to service.